Event description:
It was reported that a cartridge change error occurred. The blood glucose level was recorded at 235 mg/dl. No additional information was received regarding the outcome of the event.